Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported a leaking administration set. Patient stated it "is not dripping but leaking well enough that there is white residue in the bottom of [the] pouch and it has saturated a paper towel that [they have] it on. Pt stated no medicine got on any hard surface." Patient instructed to wash bedding and hands really well with soapy water. Pump was powered down, and the line clamped. Patient instructed to contact their facility for further assistance. The leak is located at the cassette right where the tubing exits on the right side." Device operator was a patient. Medication being infused is 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.